Event description:
It was reported that this lead was an attempted implant due to the lead tip being damaged during placement. A different lead was used to complete the procedure. No adverse patient effects were reported.